Manufacturer narrative:
At the present time, there is no revision surgery scheduled. The pt is only being monitored. Should additional information be provided to further this investigation, this report shall be updated.

Event description:
It was reported through consumer relations that the pt is complaining of pain in their right hip. The implants remain implant, at this time no revision surgery is planned. At the present time the pt is being monitored.